Event description:
It was reported that the right ventricular lead exhibited a high pacing threshold. There was loss of capture at 5.0 v, 1.0 ms. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.